Event description:
It was reported that there was a particle in the reservoir of a small volume intermate. This was identified before use. The device was compounded with ceftazidime. No patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 14n042 was manufactured from december 12, 2014 to december 17, 2014. Visual inspection was performed and particulate matter was observed inside the reservoir of the device. No cause was able to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.